Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited noise. Insulation anomaly suspected. The lead was capped and replaced. The patient did not experience any adverse consequences.